Event description:
It was reported that during incoming inspection "there was a suspicious helium leak 2, and upon returning to the intensive care unit, the alarm occurred frequently. No creases were observed on the catheter during external observation, and the catheter was adjusted in position inside the body. The electrode position and helium capacity have also been adjusted, but the alarm still appears". As a result the pump was exchanged for another pump. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that during incoming inspection "there was a suspicious helium leak 2, and upon returning to the intensive care unit, the alarm occurred frequently. No creases were observed on the catheter during external observation, and the catheter was adjusted in position inside the body. The electrode position and helium capacity have also been adjusted, but the alarm still appears". As a result the pump was exchanged for another pump. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "helium leak 2" alarm was not able to be confirmed as the product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint was undetermined. No further action required at this time. Teleflex will continue to monitor and trend on complaints of this nature.